Event description:
Report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that a therapeutic procedure radiofrequency ablation was performed on the liver of a patient the device time couldn't be contained in the cannula after the ablation. The needle was removed from the patient's anatomy with the tine deployed. The complainant reported there was no harm noted to the patient's body. In addition, there were no patient complications.